Event description:
It was reported that the patient experienced that there was infusion set bent cannula and high blood glucose event for greater than four hours which was treated with insulin pen on (B)(6) 2026. The site location was abdomen and the infusion set was used for one day.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.